Manufacturer narrative:
Patient codes: 1820 labeled. Internal file number - (B)(4). Correction: brand name and catalog # updated. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to the reported events. Additionally, a review of the complaint history did not identify any similar incidents from the reported lots. Based on the information reviewed the definitive cause for the single leaflet device attachment (slda) could not be determined. The reported recurrent mitral regurgitation (mr) was due to slda. The edema was a secondary effect of mr. The reported patient effects of worsening mitral regurgitation and edema are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: the day the patient initially returned with dyspnea and fatigue was on (B)(6) 2019. The patient was discharged. A following up revealed that the patient is currently experiencing weight gain and peripheral edema. Additional treatment was not performed. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) and recurrent mitral regurgitation, requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat functional mitral regurgitation (mr) with a grade of 4 and functional tricuspid regurgitation (tr) with a grade of 4. Two clips (80417u296,80417u295) were deployed on the mitral valve, reducing mr to 1-2, and two clips were deployed in the tricuspid valve, reducing tr to 2. Approximately few months post-procedure, the patient had experienced dyspnea and fatigue. Echocardiogram revealed tr increased to 4. The physician stated the increased tr is due to disease progression. The clips remain stable on the leaflets. On (B)(6) 2019, a second mitraclip procedure was performed to treat the increased tr. Two additional clips were deployed, reducing tr to 3. During the second procedure, it was found that one clip on the mitral valve had detached from the anterior leaflet and remained attached to the posterior leaflet (slda). The mr had increased to 4. An additional clip was deployed to stabilize the slda, reducing mr to 2-3. There was no clinically significant delay in the procedure. No additional information was provided.